Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Allergan's legal department received a letter reporting a patient underwent "breast augmentation surgery with implantation of silicone gel filled implants and was diagnosed with anaplastic large cell lymphoma." There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Allergan's legal department received a letter reporting a patient underwent "breast augmentation surgery with implantation of silicone gel filled implants and was diagnosed with anaplastic large cell lymphoma." There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.